Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient charged the ins to 100% but then 2 days later it shut off on its own and battery was showing empty. Usually the patient's battery lasts a week. The patient was able to turn stim back on before they recharged the ins and that normally they aren't able to turn stim back on until they've charge for awhile. It was also noted that after 10 min the ins recharger showed that it was half charged from being empty, and the patient noted that it was charging fast. During the call the ins was empty and flashing on 1/4, with the patient feeling stim. No further complications were reported. The patient was redirected to their hcp.